Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a linx removal and replacement procedure, the patient had returned to have the suture type, 14 bead linx device removed because the patient had an MRI procedure and the linx device became demagnetized. There were no patient consequences reported.